Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had an increased demand for charging. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted ipg was discarded by the medical facility.